Manufacturer narrative:
On 11-mar-2025, bwi received additional information indicating that the device manufacture date is 22-aug-2010. Section d4 primary UDI number has been updated to (B)(4). Section h4 device manufacture date has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-may-2025, the product investigation was completed. D4 primary UDI number was updated to (B)(4). It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto® 3 system and when the medical team attempted to pace through the coronary sinus (cs) catheter, the pacing was not able to occur. Additionally, unwanted pacing occurred. Normal pacing maneuvers were performed. St jude medical ep-4 stimulator (connected to the rs from st jude medical claris) was used. Device investigation details: field service engineer arrived to the account and confirmed that the issue was resolved by replacing the faulty electrocardiogram (ECG) card with another one that was delivered to the customer. Carto 3 system was tested and all tests passed. The system is ready for use. The suspected ECG was sent to the manufacturer for investigation. It was found that the issue was caused due to faulty opto switch component on the ECG card. The card was repaired and the issue resolved. Manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. This issue is related to an internal action. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 28-may-2025, it was identified that the g3 date received by manufacturer field was mistakenly submitted as 2-apr-2025, which is incorrect. The correct g3 date received by manufacturer for that report is 28-may-2025, with a due date of 27-jun-2025. The previous report is not late. It was submitted to the FDA on time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto® 3 system and when the medical team attempted to pace through the coronary sinus (cs) catheter, the pacing was not able to occur. Additionally, unwanted pacing occurred. Normal pacing maneuvers were performed. St jude medical ep-4 stimulator (connected to the rs from st jude medical claris) was used. The medical team confirmed that unwanted pacing occurred, and that the pacing channel (via ref/deca port or map port) always came out from his channel on the recording system. The only catheter that they were able to pace correctly was octaray (connected to 20 pole a and b ports). When pacing leads were connected on direct pacing above ref/deca, they could stimulate ref/deca 1-2 only. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).